Manufacturer narrative:
D10. Concomitants: (B)(6) 200-02-29 - three peg patella 29mm; (B)(6) 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t; (B)(6) 234-02-02 - optetrak asy,ps cemented femoral, sz 2.

Event description:
Additional information via legal department-the patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. (B)(4), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device. Revision operative report of (B)(6) 2015 -instability of left total knee arthroplasty. Patient was revised to competitor¿s devices. ¿inspection of the knee showed an extensive amount of prolific synovium with polyethylene debris. There was 1-2 mm of laxity in extension. In mid flexion, there was approximately 1 cm of lateral-sided laxity and at 90 degrees of flexion, there was laxity laterally, as well as approximately 1 cm of anterior translation. The patella had slight lateral tilt.¿ there were no complications the patient was taken to recovery in stable condition. There is no other information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement (B)(6) 2011. Approximately 3 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2015 was reported symptoms: joint pain, joint swelling and stiffness, limited range of motion, loss of mobility, revision, surgery, instability, loosening, polyethylene wear and osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion and loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.